Event description:
During an endoscopic clipping of an anastomosis site in the gastrointestinal tract, a crook disposable hemostasis clip was used. The physician checked the clipping device and advanced through the endoscope perfectly. When placed on anastomosis, the clip would not release (from the deployment device). Pressure applied to handle to close clip for release at this point the handle broke. The wire cable at proximal end of handle broke and popped up out of plastic handle. The team obtained a hemostat to attempt to manipulate wire to release clip. The clip would not release. The physician broke the entire handle and tried to now obtain greater leverage, without success. He then unscrewed the red spool and tried to expose more wire. Unsuccessful he now began to cut the sheath and uncover add'l wire to try to manually manipulate the release of the clip. After 20 minutes, the clip eventually released from the affixed site but never detached from the sheath (of the deployment device). A section of the device did not remain inside the pt's body. No medical or surgical intervention was performed. The medical facility indicated the pt may need an add'l procedure if they re-bleed. We requested confirmation of the pt's condition after this procedure and the pt suffered no adverse effects as a result of this occurrence.

Manufacturer narrative:
Investigation eval: our eval confirmed the report. The drive wire was disconnected from the handle of the device. The clip had not been deployed. Applying force to the drive wire resulted in deployment of the clip. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.